Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have received a compromised forced sensor alarm. His blood glucose was 99 mg/dl. He jumped in his pool with his pump and when he got out, he said that he received a lot of alarms. He stated that his pump was exposed to pool water and that it was submerged. The customer also mentioned that he was receiving a constant tone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to blank display. No audio/beep anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.